Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted for treatment of a prolapsed bladder. As a result of the use of the device, the patient immediately suffered pain in her pelvic region. Also following surgery, she had trouble urinating, had to self-catheterize, had ongoing pain for which she took prescription pain medication on an ongoing basis, she has had recurring infections and cannot engage in sexual relation. The patient has undergone various medical procedures including but not limited to various procedures to repair the mesh. The attempts to repair the mesh have been unsuccessful. The patient has sustained permanent and debilitating injuries.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.